Manufacturer narrative:
Investigation results: the complaint of a leak could not be confirmed from the photograph that was provided for investigation. The photo showed a 24g insyte autoguard unit with what appeared to be blood residue on the catheter adapter. The leak site could not be identified from the photo and the reported issue could not be confirmed. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
No additional information.

Event description:
It was reported that bd iag bc pro global leaked at the hub the following information was provided by the initial reporter, translated from japanese to english: according to the customer report leakage occurs from the connector even though it is connected to the catheter.

Manufacturer narrative:
E.1. Character limit is exceeded: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.